Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure (date unknown). According to the complainant, the patient experienced complications. The nature and date of onset of the patient's complications are unknown. All other information, including the patient's current condition, is unknown and reportedly unavailable.